Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included bacterial vaginosis, papanicolaou smear normal, multigravida (total pregnancies 4.), parity 3 (total living children 3.), gerd, sciatic neuralgia and breast pain. Concomitant products included calcium carbonate and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (essure removed). Essure was removed on (B)(6)-2019. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2009: total bilateral occlusion. Ultrasound scan - on (B)(6)-2018: view: suboptimal view: limited by fetal position. Suboptimal view: limited by fetal activity general evaluation: cardiac activity: present. Fhr 132 bpm. Fetal movements: present. Presentation: breech. Placenta: placental site: posterior: umbilical cord: 3 vessel cord, placental insertion: normal. Amniotic fluid: amount of af: normal amount. Impression: thank you for your kind request for consultation of your patient due to failed intratubal contraception. A detailed fetal anatomic survey was performed. Biometry is consistent with early ultrasound, 20+3wga. Growth is appropriate for gestational age. No fetal anomalies are noted to extent of view. Amniotic fluid volume is normal. She was informed that there are no known pregnancy complications associated with failed intratubal contraception.. Lot number: 710563, manufacture date: 2008-11, expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2020: pif received : case was upgraded to incident. Essure removal details added. Hospitalisation added as a seriousness criteria to the event of genital hemorrhage and medically significant was removed. Event of pregnancy (no complications) downgraded to non-serious. On (B)(6)-2020: concomitant drug recoded. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.